Manufacturer narrative:
(B)(4). Manufacturing date: june 02, 2016. Shelf life expiry date: may 01, 2021. Manufacturing location: (B)(4). Business group: (B)(4). No non-conformance reports were referenced in the supplied documents. Review of the device history record (DHR) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The conclusion of the DHR review is that the final products manufactured in the production processes relevant to the device in the current complaint met inspection requirements, certification test values, and acceptance criteria. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient age/date of birth reported as (B)(6); it is unknown if the patient is (B)(6) or born in 1952. (B)(4). Device is an instrument and is not implanted/explanted. Device is a single use instrument. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported the sawblade broke when it touched the patient. A second sawblade was used and the same thing happened. There were reportedly no problems for the patient and no prolongation of the surgery; the procedure was completed successfully. No fragments from the broken devices remained in the patient. The patient outcome was reported as good. There was no visible damage to the devices before use. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Device is confirmed to be lost in transition. Device is not expected to be returned for manufacturer review/investigation. Device was used in treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.